Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) over 33.3mmol/l with ketones and nausea. The patient was reportedly treated with insulin via the pump and intravenous fluids. The patient was reportedly advised to remain on the pump for bolus delivery only. The patient reportedly remained hospitalized at the time of contact with animas however the patient's bg had reportedly decreased to 19.6mmol/l. Troubleshooting indicated all settings and histories were correct and that the pump was delivering insulin as programmed, however the pump was replaced per the patient's insistence. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: a review of the black box indicated that the pump was delivering the programmed basal rate until the pump was manually suspended by the user on (B)(6) 2016 at 01:37; deliveries were resumed at 10:01 and continued until (B)(6) 2016 with no evidence of delivery interruptions. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A 10 unit test bolus was successfully delivered and accurately recorded in the pump histories. The keypad buttons were tested and no defects were found. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).